Event description:
The customers reported via phone call that customer were hospitalized due to low blood glucose (B)(6) 2022. Blood glucose reading was 32 mg/dl at time of hospitalization. The customer reported low blood glucose and met with a vehicular accident the customer was hospitalized and treated with intravenous insulin flow, dextrose, and tylenol injection. Troubleshooting was performed and the customer indicated that the pump upload was unsuccessful. And the customer was on the pump during the accident. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The product was returned for failure analysis

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged visit to emergency room, ems dispatched, was hospitalized and had a vehicular acident due to low bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 29.4 u. (B)(6) 2022 08:58:37.000 normalbolusdelivered, normalbolusamountprogrammed = 15, bolusamountdelivered = 15. (B)(6) 2022 21:50:20.000 normalbolusdelivered, normalbolusamountprogrammed = 14.4, bolusamountdelivered = 14.4. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic,investigation finding codes) with this report, and the other component code 839 is no need to add as per afc codes.

Event description:
Correction: customer reported having a car accident due to a low blood glucose on (B)(6) 2022 at 13:00. Customer was the driver at the time of the car accident. Paramedics were called and she was taken to the emergency room and hospitalized at 14:00. She was treated with intravenous dextrose (there was no mention of intravenous insulin flow) and glucagon. Customer and doctor requested the pump to be replaced. Customer declined uploading the pump. Pump was used at the time of the incident. There was no high blood glucose event. Pump does not have auto mode feature.